Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer¿s blood glucose level was over 300 mg/dl at time of incident. The customer was treated with manual injection or insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported low battery alert and the insulin pump did not alarm with replace battery now. The device will not be returned for analysis.